Event description:
This case was initially received via regulatory authority ( (B)(4), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ('essure was removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), oophoritis ("inflammation in the ovaries"), cyst ("cysts"), myalgia ("muscle aches"), arthralgia ("joint pain") and depression ("depression"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, endometriosis, oophoritis, cyst, myalgia, arthralgia and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, cyst, depression, endometriosis, medical device removal, myalgia and oophoritis with essure. The reporter commented: muscle aches, endometriosis, inflammation in the ovaries, cysts, joint pain, depression. Extracted on (B)(6) 2019 the patient has it based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 09-mar-2021. The most recent information was received on 17-mar-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ('essure was removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), oophoritis ("inflammation in the ovaries"), cyst ("cysts"), myalgia ("muscle aches"), arthralgia ("joint pain") and depression ("depression"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, endometriosis, oophoritis, cyst, myalgia, arthralgia and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, cyst, depression, endometriosis, medical device removal, myalgia and oophoritis with essure. The reporter commented: muscle aches, endometriosis, inflammation in the ovaries, cysts, joint pain, depression. Extracted on (B)(6) 2019 the patient has it. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.